Event description:
It was reported that this pacemaker exhibited right atrial (ra) impedance measurements of greater than 3000 ohms, noise, oversensing, and inappropriate atrial tachy response (atr) episodes. There were additional episodes of ra noise which appeared to be due to minute ventilation/respiratory sensor signal oversensing. Boston scientific technical services (ts) discussed troubleshooting and programming options with the health care professional (hcp). No adverse patient effects were reported. The device remains in service. This device was included in the recent minute ventilation sensor signal oversensing advisory population. Additional information received reported that noise could be recreated with pocket manipulation and patient isometrics. It was suspected that the patients ra lead was fractured. No actions or interventions were planned. No adverse patient effects were reported. The device remains in service.

Manufacturer narrative:
Additional information has been requested. If additional information is received, this report will be updated.

Event description:
It was reported that this pacemaker exhibited right atrial (ra) impedance measurements of greater than 3000 ohms, noise, oversensing, and inappropriate atrial tachy response (atr) episodes. There were additional episodes of ra noise which appeared to be due to minute ventilation/respiratory sensor signal oversensing. Boston scientific technical services (ts) discussed troubleshooting and programming options with the health care professional (hcp). No adverse patient effects were reported. The device remains in service. This device was included in the recent minute ventilation sensor signal oversensing advisory population.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; and oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. Please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device's spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this pacemaker exhibited right atrial (ra) impedance measurements of greater than 3000 ohms, noise, oversensing, and inappropriate atrial tachy response (atr) episodes. There were additional episodes of ra noise which appeared to be due to minute ventilation/respiratory sensor signal oversensing. Boston scientific technical services (ts) discussed troubleshooting and programming options with the health care professional (hcp). No adverse patient effects were reported. The device remains in service. This device was included in the recent minute ventilation sensor signal oversensing advisory population. Additional information received reported that noise could be recreated with pocket manipulation and patient isometrics. It was suspected that the patients ra lead was fractured. No actions or interventions were planned. No adverse patient effects were reported. The device remains in service.